Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump has unresponsive buttons. Blood glucose level was not reported at the time of the incident. Customer states the time does not advance. Insulin pump is expected to return.

Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm, no audio/vibrate anomaly and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window and broken battery tube threads.